Event description:
It was reported that the pump module was programmed to infuse arsenic trioxide at 1400. The clinician noted the arsenic was dripping rapidly and appeared to be infusing faster than desired rate infused. There was patient involvement but no reported harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary : the reported issue of an over infusion of arsenic trioxide was not able to be confirmed through review of the logs or was able to be replicated during the suspect pump module testing. The event was reported to have occurred on (B)(6) 2024. The event time was reported to be at 1400 (02:00 pm). The pump module was powered on attached on (B)(6) 2024 at 01:57:45 pm and was assigned channel b. The pump module was then detached from the pcu. At 07:00:28 pm, the pump module was attached and powered on. At 07:02:00 pm, unit was selected, and an infusion was programmed with a rate of 56ml/h and volume to be infused (vtbi) of 112ml. At 07:04:49 pm, pump module was paused and was then powered off. A review of the suspect pump module error log showed no errors or malfunctions relevant to the facility¿s complaint. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module was found to be infusing within specification, with no signs of unregulated flow observed. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pump module event log could not determine why the infusion that was programmed to infuse for approximately 2 hours was terminated early after only infusing for approximately 2 minutes. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for this investigation. Per alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an over infusion of arsenic trioxide was not able to be identified during the investigation. The suspect pump module was found to be infusing within specification. No observances of unregulated flow occurred during the testing. Note that imdrf annex a1801, a0404, c0601, c07, d01, d15, g02017, g0301201, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue

Event description:
It was reported that the pump module was programmed to infuse arsenic trioxide at 1400. The clinician noted the arsenic was dripping rapidly and appeared to be infusing faster than desired rate infused. There was patient involvement but no reported harm.